Manufacturer narrative:
Based on the claim against the product by the customer noting only one side of the jaws closed, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and reported failure was confirmed. The instrument was found to have multiple input disks broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting only one side of the jaws closed, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, analysis is not yet completed. Follow up MDR will be submitted with analysis findings.

Event description:
It was reported that during a da vinci-assisted surgical procedure, only one side of the jaws of large clip applier closed instead of both. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior and there was no noted damage. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. Weck clips were used with the clip applier instrument. The surgeon used large clips on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The clip applier instrument had not been used yet when the issue occurred. The instrument was replaced to resolve the issue.